Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 319.006 synthes lot:6189385 supplier lot: n/a release to warehouse date: 30 july, 2009 manufactured by: synthes brandywine no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on 15-april-2024, the 2.0/2.4mm depth gauge was handed to the surgeon so that he could measure the depth of a screw, and the surgeon realized that the tip of the depth gauge was broken. The break occurred pre-operation in the sterile processing department. There was no delay in surgery, and the procedure was completed successfully. There was no patient consequence. This report involves one depth gauge for 2.0mm and 2.4mm screws . This is report 1 of 1 for (B)(4).